Event description:
Adverse event: "no pt impact reported" (no consequences or impact to pt). Product problem(s): "bubbles" (air leak). The surgeon reported bubbles in the eye during the procedure on three occasions. No pt impact was reported. Additional follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). Air leak. (B) (4). (B) (4).